Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that after implantation, physician found a low atrial wave sensing and loss of atrial capture. Physician observed lead dislodgement via visual examination. At a subsequent follow up, lead revision was performed and there were no consequences for the patient.